Event description:
It was reported that the patient experienced a low blood glucose event and requested guidance on treating hypoglycemia; the agent instructed use of the 15-15 rule, and the patient disclosed overtreatment by consuming a full can of soda. Symptoms included hypoglycemia reaching 60 mg/dl. Outcomes included the need for education on appropriate hypoglycemia treatment. Investigation included complaint intake review and patient education on standardized hypoglycemia management. Investigation of this case revealed no device malfunction and indicated user-related overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error related to overtreatment during a hypoglycemic episode.